Event description:
A surgeon reports that, during intraocular lens (iol) implant surgery, the wound was enlarged to facilitate repair of an iris tear and iridodialysis. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 10/10/2008 and 10/24/2008 by phone, fax, and mail. A completed questionnaire has not been received.